Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas (B)(6) reviewed the open call for (B)(4): case (B)(6) - centration is superior with good suction applanation to the eye. Minor movement is noted throughout treatment. Corneal scaring or abrasion is visible through dtp images between 180-degrees and 315-degrees. Capsulotomy treatment begins at frame #3 with temporal breakthrough at frame #6 and complete breakthrough at frame #7. Fragmentation treatment is concluded on frame #29. Ak #1 at 60-degrees is skipped due to camera blockage. Ak #2 is completed at 240-degrees. Laser functioned as designed. Case (B)(6) - centration is superior with good suction applanation to the eye. No movement is noted throughout treatment. Corneal scaring or abrasion is visible through dtp images at 140-degrees and 240-degrees. These anomalies may contribute to poor treatment of the capsulotomy. The areas are in the same path of the surgeon's incision and instruments. Combination of weak capsulotomy treatment and pressure throughout surgery can contribute to tears of the bag. Root cause: patient movement and corneal abrasions contributed to poor treatment resulting in wisps, tears and instability of the capsulotomy.

Event description:
P1008 - na issue: on (B)(6) 2022, (B)(6) was informed that dr. (B)(6) reported to (B)(6) that on (B)(6) 2022 on case (B)(6) many capsular wisps were present and case #191 had a capsular run out but was not in the posterior.